Event description:
A peritoneal dialysis (pd) patient's contact reported the pd patient's catheter had a hole. The patient contact had spoken with the peritoneal dialysis registered nurse (porn) and was advised to disconnect the patient and cancel treatment. The patient contact reported multiple air detected in cassette warning alarms in drain o of 5 of treatment. The fluid leak was discovered from the patient's pd catheter during drain 1 of 5 of treatment. Upon follow-up the porn stated the leak was observed from a small pinhole in the patient's pd catheter and the patient cancelled treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was unable to complete treatment on the night of the reported event. The patient came into the clinic the following morning and had the pd catheter replaced. The porn confirmed there were no reported allegations that the leak was related to any issues with fresenius products. The patient was able to resume pd therapy following evening without issue. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further (product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).